Event description:
Doctor had just intubated patient, requested us to start propofol on our transport pump for sedation. Propofol prepared and programmed into pump, tubing connected to the patient. All clamps open, infusion started, pump with green "run" light showing, no alarms sounding. While preparing fentanyl and cardene (if necessary), reassessed patient, noticed blood pressure on monitor showing to be unexpectedly high. Rechecked all interventions including propofol infusion. Infusion pump still indicating it was running, but a visual exam of the drip chamber and the extension tubing (between IV catheter and pump tubing) showed the propofol was not infusing.